Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was close to 300 mg/dl. Reportedly, insulin delivery was resumed to address the event.